Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a surgical procedure the inner lining of the access sheath came off and fell into the patient. The surgeon removed the piece from the patient with no injuries. (This is the first of two devices that failed from the same lot on different procedure from the same facility). (Second device on MFR report number 3005975494-2013-00004).